Event description:
Healthcare professional reported right side patient with pain, fever, exanthema and ruptures. The devices has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side patient with pain, fever, exanthema and ruptures. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight, part of the shell is missing, crease fold, wear abrasion. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on posterior assessed as unidentified (tear) opening and a missing shell assessed as inconclusive.